Manufacturer narrative:
(B)(4). Date sent: 11/22/2023. D4: batch # 456c20. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with the joint cover damaged and with a reload loaded on the device. The reload was received fully fired. Upon visual inspection, the manual override door was noted to be out of position and missing; however, the bailout system was not activated. After further analysis, the articulation mechanism was noted to be damaged as the device would not articulate. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the articulation link was noted to be disengaged from the ring closure and the distal channel retainer was broken. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what caused the damage to the articulation mechanism. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: for the articulation, pull the fins of the rotating knob back with the index finger and apply a sweeping motion towards the side articulation is wanted while gently pushing the instrument handle towards the grounding surface. Maintain the jaws pressed against the grounding surface during this action. Once the desired articulation angle is reached, release the rotating knob to lock the angle. A manufacturing record evaluation was performed for the finished device batch number 456c20, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/18/2023. D4: batch # unk. 1st attempt product follow up questions: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? A manufacturing record evaluation was performed for the finished device lot/batch number, a9da3g, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was blocked with the load on and it was impossible to open the channel jaw, to remove the load. No patient consequences reported. No further information is available.